Event description:
It was reported that the ipg was taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was discarded by the facility.